Event description:
The customer called and reported the buttons on the insulin pump were not properly functioning. The customer was advised she would receive a replacement insulin pump. Her blood glucose was not known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.